Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the therapy was turning itself off. The patient felt like the stimulator was cutting out and then turns on after a period of time. The rep stated that they thought the issue was related to adaptive stimulation, so they met with the patient and adjusted adaptive stim. The rep is meeting with the patient again because the adaptive stim adjustment did not resolve the issue. The patient claimed that the stim will turn off for 30 minutes at a time. The patient claimed that she checks the controller and it shows that stim is on. The patient can turn stim up, but she doesn't feel a change in the stimulation effect. The patient doesn't want stim to come back on at a level that is too strong so she turns it back down. The rep ran impedances and stated that all indicators are green. The rep said the last time she met with the patient impedances were normal. The rep provided the following impedance values: ref 0 1 880 2 930 3 1070 4 890 5 870 6 1120 7 920 8 810 9 920 10 880 11 870 12 880 13 920 14 820 15 820; ref 9 10 900 15 880; ref 10 15 820ohms. The patient was using group a with electrodes 9, 10, and 15. The rep checked the adaptive stim overview which showed 0 ma for lying front and mobile. The rep said that the patient does not use the check position function of the controller, but the issue happens in all positions. The patient mentioned a specific instance when driving to the hcp office on (B)(6) 2019 where the stim turned off and when she got out of the car the stim turned back on. The rep was going to possibly program a second group with a different electrode configuration to see if that resolves the issue. The issue was first noticed 4 to 6 weeks ago. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient via a manufacturer representative (rep) on 2019-aug-15. It was reported that the patient had been testing their new remote and antenna and they were charging great. The patient noted that their back was still getting vibration, and everything was great. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep). It was reported that the cause was not determined. The rep said the adaptive stimulation was turned off and the rep was meeting with the patient on (B)(6) 2019 to check the outcome. No further complications were reported.